Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286, lot# n214851001, product type: lead. Product ID: 39286, lot# n214851001, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that some of the 0-7 contacts had high impedances. The rep was advised to switch the leads in the implantable neurostimulator (ins) ports. The doctor swapped the lead tails and the problem moved to the 8-15 contacts. Technical services reviewed with the rep that there may have been a lead fracture on the 0-7 lead tail. It was noted the patient was getting good therapy so they would change the ins and program the same as before. No patient symptoms were reported regarding this event. The impedance issue was noticed intra-operation when changing the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.